Event description:
A nurse reported that a crease was noted on an intraocular lens (iol) during implant surgery. The iol was removed and replaced during the same procedure. The incision was enlarged to remove the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/14/2009, 07/15/2009, and 08/04/2009 by phone, fax, and mail. A completed questionnaire has not been received.